Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has been experiencing an increase in seizure frequency. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient's vns diagnostics were reported to be within normal limits. The increased seizures were attributed to the fact that the patient is still being titrated back up to therapeutic settings. No additional relevant information has been received to date.